Event description:
It was reported that during central processing, the instruments jaws do not close. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the customer reported complaint. Visual inspection was performed and no grip misalignment was observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. It is likely the wrong part was returned with this complaint. Additionally, visual inspection of the instrument found thermal damage on the bipolar yaw pulley at the base of one of the grips. The yaw pulley exhibited localized melting. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.101 - 0.120 in length and were not aligned with the tube axis. This type of failure is commonly associated with mishandling/misuse.